Manufacturer narrative:
H10:as the lot number for the devices were provided, a lot history review was performed. The samples were not returned to the manufacturer for review but medical record was provided for one of the malfunctions. The investigation was unconfirmed for the alleged malfunction. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a difficulty to remove. This information was received from various sources. Both malfunctions involved a patient with no patient injury. Of the two patients, one was reported to be a female and the other was unknown, the age and weight of the patients were not provided.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned for evaluation, however, medical records were provided and reviewed for both malfunctions. For one of the two reported malfunctions, the investigation is confirmed for the reported difficult to remove. The remaining malfunction is identified for the reported tilt and difficult to remove based on medical record evaluation, therefore, 2616 malposition of device code was added. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3. H11: b5.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty to remove. This information was received from various sources. Both malfunctions involved a patient with no reported patient injury. Of the two reported female patients, one patient is 69 years old and other was not provided. Weight of the two reported patients were unknown.

Manufacturer narrative:
The devices were not returned to bd for evaluation. The two investigations are inconclusive for difficult to remove as the device was not returned for evaluation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a difficulty to remove. This information was received from various sources. Both malfunctions involved a patient with no patient injury. The patient age, gender, and weight was not provided.